Event description:
All the lights are on and it is groaning, there was no patient involved in tis event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 26th july 2018. The device was returned with a reported fault of ¿all the lights are on and it is groaning¿. All instructional leds and status indictors were verified during investigation and no measurable faults were identified on the device that would indicate an issue with led functionality. However, the significant drop in voltage observed from the 5th july 2020 would have caused incomplete self-tests and in turn account for the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
All the lights are on and it is groaning, there was no patient involved in tis event.